Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix confirms the presence of an alto, type ii endoleak, type ia endoleak, and the need for an additional endovascular procedure. The type ia endoleak was present during the index procedure, and a palmaz stent was placed, which did not resolve it, resulting in a persistent endoleak. It was also reported that the palmaz stent deployed during the index procedure was under-deployed by half a centimeter, creating poor apposition of the stent to the endograft wall. This likely contributed to the persistent type ia endoleak. The neck was described as short and angled. It is unclear if the neck measurement was off-label, as no measurement was provided. The neck was both infrarenal and juxtarenal in angulation, which likely contributed to the type ia endoleak. The type ii endoleak from the lumbar artery is anatomy-related. Procedure planning indicated an aggressive landing of the aortic body just below the left renal artery, with a plan to place a 34mm device. However, a 29mm device was placed. It is unclear from the imaging provided where the aortic body landed and whether sizing contributed to the type ia endoleak. This complaint is considered anatomy-related. No procedure-related harms were identified. The final patient status was reported as discharged to home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. This is consistent with the reported adverse event/incident. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted. H3 other text: device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implantation of the alto abdominal stent graft system and an palmaz (non-endologix) stent on (B)(6) 2023. The patient presented emergently at a second hospital due to right leg pain. It was determined that the leg pain was due to the closure device causing occlusion of the right common femoral artery. There appeared to be a possible type iiib or type ii endoleak. A re-intervention was completed on (B)(6) 2023, and it was determined that the endoleak was a type ia. The physician ballooned the alto main body rings with a merit medical q50-100-x balloon; however, the leak persisted. The physician elected to continue follow-up with the patient to see if the type ia endoleak would resolve on its own (MFR#: 3008011247-2023-00159). On (B)(6) 2024, the patient underwent another re-intervention to address the persistent type ia endoleak and a type ii endoleak. The physician successfully treated the type ia endoleak with balloon angioplasty to the previously placed (non-endologix) palmaz stent within the alto device using a 20 mm tru balloon. The physician treated the type ii endoleak by laser perforation of the right limb of the previously placed ovation limb. After deploying two vascular coils within the aaa, the physician decided to terminate the procedure, removed the patient's catheter, and placed a 14 x 45 ovation ix extension covering the laser perforation in the index case right limb. Post-procedure imaging showed no signs of any endoleaks. The patient was reported to be in stable condition.